Event description:
On (B)(6) 2012, customer reported that the dxc 600 pro instrument generated a false high sodium (na) result on 1 patient sample. The result was not reported out of the lab. The sample was repeated on the other instrument in the lab, and that result was reported. Quality control on the day of the event was within lab-established ranges. Field service engineer (fse) inspected the instrument and found that the ratio pump was leaking air, which introduced bubbles into the buffer tubing. Fse replaced the ratio pump and verified performance. No further issues were reported.